Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient has never received pain relief from his scs system since it was implanted. As a result, the patient will undergo surgical intervention. The lead information is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Further device information has been included. Therefore, an additional report was included pertaining to the event. Device 1 of 2. Reference MFR report #: 1627487-2015-07515.